Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 23.3 mmol/l with moderate ketones, excessive thirst and urination associated with air bubbles in the cartridge. Troubleshooting of the issue indicated that the cartridge was filled correctly and there was no noted damage to the cartridge. This report is made based on the allegation that the patient experienced hyperlgycemia related to the cartridge air bubble issue.